Event description:
The recipient told his family that he cannot hear from his left ear for about a month. After he said he could not hear out of his left ear, he caught the flu and recovered with antibiotics. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient told his family that he could not hear with his left device for about a month. After he said he could not hear out of his left ear, he caught the flu and recovered with antibiotics. The recipient has been re-implanted.

Event description:
The recipient told his family that he cannot hear from his left ear for about a month. After he said he could not hear out of his left ear, he caught the flu and recovered with antibiotics. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient told his family that he could not hear with his left device for about a month. After he said he could not hear out of his left ear, he caught the flu and recovered with antibiotics. The recipient has been re-implanted.